Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the scale markings on a 0.3 ml bd¿ insulin syringe with bd ultra-fine¿ needle 31 g x 6 mm were incorrect. There was no report of injury or medical interventions.